Manufacturer narrative:
(B)(4).

Event description:
The patient had two extensions from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2016-03661. It was reported the patient could no longer feel the stimulation and was experiencing excruciating pain. X-rays revealed one of the extensions was pulled out of the ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor explanted and replaced both extensions and the ipg due to possible fluid intrusion in the header. The issue was resolved.